Event description:
It was reported that the device lv port exhibited high pacing impedance and the header appeared cloudy in that area. The device was replaced. There were no adverse health consequences to the patient.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of an impedance anomaly was not confirmed, while the reported event of a header anomaly was confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The header was observed and found to be cloudy. Manufacturing investigation found an issue related to manufacturing.